Event description:
This is filed to report the clip detaching from one leaflet requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2022, to treat functional mitral regurgitation (mr) with a grade of 4+. The atrium was enlarged, the leaflets were mobile and thin. A clip was advanced but was unable to grasp on some attempts and lost capture of anterior and posterior leaflets on different attempts. The clip was removed. A second clip was implanted, however a single leaflet device attachment (slda) occurred. The clip detached from the anterior leaflet requiring an additional device. A third clip was advanced and placed in the patient, however it failed establishing final arm angle (efaa). The clip opened from 10 degrees to 40-50 degrees. The clip was removed and replaced. A fourth clip was deployed to stabilize the slda clip but opened from 10 degrees to 30 degrees post deployment. In total, two clips remained implanted reducing the mr to 1-2+. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported single leaflet device attachment (slda). The unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling. The additional mitraclip devices referenced in b5 are filed under separate medwatch report numbers.